Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR.: the synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink located 107cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 18mm in length, concentric, de novo target lesion with a significant bend was located in the moderately tortuous, mildly calcified, and 2.50mm in diameter obtuse marginal artery. A 6fr 3.5 non-bsc guide catheter was used and a non-bsc guidewire crossed the lesion. Pre-dilation was performed with a 2.00 x 12 non-bsc balloon catheter leaving 50% residual stenosis. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was withdrawn, and pre-dilated the lesion again with a 2.0 x 12 balloon; however, when the physician took the stent, the stent strut was found damaged. A new 2.25 x 20 synergy stent was deployed and was post dilated with a 2.50mm nc balloon catheter, and the procedure was completed. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 18mm in length, concentric, de novo target lesion with a significant bend was located in the moderately tortuous, mildly calcified, and 2.50mm in diameter obtuse marginal artery. A 6fr 3.5 non-bsc guide catheter was used and a non-bsc guidewire crossed the lesion. Pre-dilation was performed with a 2.00 x 12 non-bsc balloon catheter leaving 50% residual stenosis. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was withdrawn, and pre-dilated the lesion again with a 2.0 x 12 balloon; however, when the physician took the stent, the stent strut was found damaged. A new 2.25 x 20 synergy stent was deployed and was post dilated with a 2.50mm nc balloon catheter, and the procedure was completed. There were no patient complications reported and the patient was stable.